Event description:
It was reported that the customer experienced low blood glucose (bg) levels (63 mg/dl). Customer stated that bg level of 63 mg/dl is not very low for them. Customer ate lunch and drank soda to address low bg levels. Customer is working with their health care professional on adjusting the pump settings.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (63 mg/dl). Customer is working with their health care professional on adjusting the pump settings. No further information in the reported issue was provided.